Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a button error alarm that could not be cleared. Customer's blood glucose was unknown. The customer did not bump, drop or expose the insulin pump to moisture. The customer declined to return the insulin pump for analysis.